Event description:
It was reported that during a femoral artery vena cava filter placement procedure, delivery complications were encountered. As the physician advanced the 12 fr femoral titanium filter via the right femoral access sheath, he did not experience any resistance; however, it punctured through the blue delivery sheath at a location approximately 2" before the tip of the sheath. The entire filter and delivery system was removed without sequela. The physician subsequently successfully performed the procedure with a jugular system via jugular access. No pt injuries or complications were reported. Pt status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is completed.